Event description:
The pt called to report the following: the pt had placement of two cypher stents, once in her left coronary artery and one in her right coronary artery for an unk reason. The details of her presentation and the procedure are not available. While hospitalized, one day post procedure, she experienced cardiac arrest and became comatose, requiring intubation and mechanical ventilation. The underlying etiology of this event is not known. She regained consciousness after 1-2 days and was in the intensive care unit for 5 days post stent implantation. She underwent placement of a pacemaker / defibrillator as treatment. She was released from the hospital in stable condition 10 days post procedure.

Manufacturer narrative:
Add'l info has been requested and will be submitted within 30 days of receipt. This is one of two reports submitted for the same event. Please reference MFR report# 3003742446-2009-00154.